Manufacturer narrative:
As reported, the tip of a 6f .070-inch judkin's left (jl) 4 55¿125cm vista brite tip guiding catheter was deformed and could not connect to the needle, making the device unusable. The device was replaced with a new guiding catheter, and the procedure was completed successfully. There was no reported patient injury. The patient presented with chest pain and fatigue with a history of recurrence. Coronary angiography identified multiple stenoses in the right coronary artery, left anterior descending artery, and other locations, and a percutaneous coronary intervention (pci) was planned. One image was provided, and it shows the hub of a catheter, which appears to have a splintered condition. The device was not returned for evaluation. Two photos were reviewed as part of the picture analysis task. The images show the hub of an apparent guiding catheter with an out-of-shape condition observed. No additional details or abnormalities were visible in the provided images. A product history review could not be performed since complaint lot is unknown. The original malfunction ¿luer hub ¿ splintered ¿ fragments can be injected¿ noted during the preliminary image review was not observed upon completion of the photo analysis performed by the failure analysis lab. An out of shape condition was observed, which aligns with the ¿deformed¿ condition reported by the customer. The exact cause of the reported event cannot be determined; therefore, storage and handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6f .070-inch judkin's left (jl) 4 55¿125cm vista brite tip guiding catheter was deformed and could not connect to the needle, making the device unusable. The device was replaced with a new guiding catheter, and the procedure was completed successfully. There was no reported patient injury. The patient presented with chest pain and fatigue with a history of recurrence. Coronary angiography identified multiple stenoses in the right coronary artery, left anterior descending artery, and other locations, and a percutaneous coronary intervention (pci) was planned. One image was provided, and it shows the hub of a catheter, which appears to have a splintered condition. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.